Event description:
Customer reported that the pump declared alarm 20 while in use. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed by technical support to place the pump in storage mode and return it using a pre-paid label within 10 days; customer acknowledged these instructions.